Event description:
It was reported that pump experienced malfunction code 12 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.